Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("abnormal heavy bleeding / abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal distension ("severe bloating"), allergy to metals ("nickel allergy") with pruritus and rashes, dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), endometriosis ("endometriosis"), menstrual disorder ("abnormal menses"), menorrhagia ("prolonged menses"), back pain ("back pain"), headache ("headaches"), ovarian cyst ("ovarian cysts"), premature menopause ("early menopause"), uterine leiomyoma ("uterine fibroids"), uterine inflammation ("uterine inflammation"), ovulation pain ("painful ovulation"), cystitis ("bladder infection"), dysgeusia ("metallic taste in mouth"), migraine ("migraines") and burning sensation ("burning sensation"), alopecia ("hair loss"), depression ("depressed"), thyroid disorder ("thyroid issues"), anxiety ("anxious"), tooth disorder ("dental issues") . Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (undergo a partial hysterectomy with removal of the essure device). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain lower, abdominal distension, allergy to metals, dyspareunia, vaginal discharge, endometriosis, menstrual disorder, menorrhagia, back pain, headache, ovarian cyst, premature menopause, uterine leiomyoma, uterine inflammation, ovulation pain, cystitis, dysgeusia, migraine, burning sensation,alopecia, depression, anxietyand tooth disorder had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, back pain, burning sensation, cystitis, dysgeusia, dyspareunia, endometriosis, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, alopecia, depression, anxiety, tooth disorder, ovarian cyst, ovulation pain, pelvic pain, pregnancy with contraceptive device, premature menopause, uterine inflammation, uterine leiomyoma and vaginal discharge to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. On (B)(6) 2013 patient underwent a second essure procedure third essure coil. An additional case was created for another pregnancy (case #(B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.